Event description:
In the service report, the customer stated that the audio alarm had a "whining" sound. The nellcor puritan bennet customer support engineer verified the customer's report of a distorted sounding alarm. The customer support engineer inspected the device and replaced the audio alarm assembly. The unit then passed extended testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.